Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The tooth from the 2.0-2.5mm auto fix cannulated screw driver broke off while tightening screw into patients bone.

Manufacturer narrative:
The reported event that a cannulated t7 driver shaft, qc fitting autofix 2.0/2.5 was alleged of breakage during surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Device was not received.

Event description:
The tooth from the 2.0-2.5mm auto fix cannulated screw driver broke off while tightening screw into patients bone.